Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the mi is unknown. However, the patient¿s history of cad could have been a contributing factor. The cause for the increasing pvl is also unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient had an anterior myocardial infarction two days after the tavr procedure. No additional information regarding this event is available at this time. There is no allegation of any issues with the sapien valve implant. During investigation medical records were received, specifically the discharge summary. The summary revealed the following: the patient underwent transfemoral tavr and tolerated the procedure well. Post op day (pod) 1 he denied any chest pain or shortness of breath, however reported a mild productive cough. He was noted to have a low-grade temperature and was started on antibiotics. Pulmonary consultation was obtained. Tracheal bronchitis and congestive changes noted with possible infiltrates. Pod 2, the patient remained stable however later in the night he developed abrupt severe onset of respiratory failure. On pod3, the patient was placed on bipap. The patient was noted to have flash pulmonary edema, as well as a positive troponins consistent with nstemi. He briefly improved on pod4. However, on pod5, the patient was reintubated. The patient's pulse pressure was noted to be widened which was concerning for worsening of his aortic insufficiency. The patient was noted to have significant pleural effusion and underwent an ultrasound-guided thoracentesis on pod7. The idea of cardiac catheterization was entertained given his non-st-elevation myocardial infarction. On pod7, the patient was brought to the cath lab. He underwent cardiac catheterization, which demonstrated a significant stenosis in the right coronary artery and lad. He underwent successful pci. Aortic root angiogram was performed, which demonstrated severe aortic insufficiency, perivalvular. The patient was sent back to the cardiovascular intensive care unit. However, after this, the patient significantly declined. On pod7 in the afternoon, the patient's blood pressure and heart rate dropped. He was started on levophed. Shortly thereafter, code blue was called. Acls protocol was initiated. Despite resuscitation efforts, the patient expired, code was called

Event description:
The patient had an anterior myocardial infarction two days after the tavr procedure. No additional information regarding this event is available at this time. There is no allegation of any issues with the sapien valve implant.

Manufacturer narrative:
Investigation is ongoing